Event description:
During use for cardiopulmonary bypass, diagnostic and alert messages indicated that the backup batteries were not charged. The pump system remained fully functional; however, the availability of the back up batteries was not assured. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.